Manufacturer narrative:
This report is associated with argus (B)(4), biotene original oral rinse (savannah).

Event description:
I take small sips from a little bottle I have next to bed [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a female patient who received glycerin (biotene original oral rinse (savannah)) mouth wash (batch number unk, expiry date unknown) for dry mouth. Concurrent medical conditions included sjogren's disease. On an unknown date, the patient started biotene original oral rinse (savannah) at an unknown dose and frequency. On an unknown date, an unknown time after starting biotene original oral rinse (savannah), the patient experienced accidental device ingestion (serious criteria gsk medically significant) and device used for unapproved schedule. The action taken with biotene original oral rinse (savannah) was unknown. On an unknown date, the outcome of the accidental device ingestion and device used for unapproved schedule were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to biotene original oral rinse (savannah). Additional details: this adverse event information was received on 21 september 2017. The consumer has used for a few months. She uses it more than 5 times through the night. She stated she takes small sips to help with dry mouth. She did not report any side effect.